Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False positive result (s). I am concerned about accuracy of this brand, flowflex. It is the white box, purchased at walgreens. I have on three separate occasions in (B)(6) 2023, and (B)(6) 2024 taken otc (over-the-counter) flowflex covid test and had faint positives, many times with no symptoms (I am a healthcare worker and test on occasion while asymptomatic). However repeating covid tests with other brands and pcr confirm that I am covid negative. I just want it to be documented in case others have had similar false positives. Reference reports: mw5150705, mw5150706, mw5150707.